Event description:
Same patient as MDR ID# 2134265-2013-01845. Same patient as MDR ID# 2134265-2013-01699. (B)(4) study. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. (B)(6) 2011 the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was in-stent restenosis of the previously placed taxus liberte stent that was placed in (B)(6) 2010. The 95% stenosis and 16mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.8mm. The in-stent restenosis was treated with direct stent placement of a 2.50x20mm ion stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).